Manufacturer narrative:
(B)(4).

Event description:
It was reported that the ventilator failed the gas supply test, flow transducer test and the pressure transducer test during the pre-use check. (B)(4). (B)(4).